Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures during pump training. Reportedly, the alarms continued to occur. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of alarm. Reportedly, the customer had manual injections as alternate insulin therapy.